Event description:
On (B)(6) 2013,the reporter contacted animas and stated that the pump is not delivering insulin. She states that it says it is but when she looks in the history, insulin delivery is not recorded. The patient was not willing to troubleshoot and would not allow further discussion, then ended the call . There is no allegation of a blood glucose excursion. This complaint is being reported due to the allegation that the pump is not delivering insulin.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.